Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported oncoming headlights elongated upwards and debilitating vision in medium to heavy traffic, especially with rain, following an intraocular lens (iol) implant procedure. The lights extend above the roofs of the oncoming cars at 300 feet, and the effect diminishes to none as the vehicles pass by. It cleared up at one point but has reoccurred. Additional information provided by the consumer that he had a cataract extraction procedure when the surgeon noted that the ciliary body was torn. The consumer was then sent to a retina specialist who repaired the tear and implanted the intraocular lens which remains implanted.